Manufacturer narrative:
Additional information: description of event or problem, other relevant history, evaluation: additional information. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24fr rf3 sheath is >8mm. The patient¿s access vessel mld was 9mm, with moderate to severe calcification and mild tortuosity noted. In this case, in addition to procedural factors (suturing technique), patient factors (moderate to severe calcification) appear to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Medical records review indicated during dilation of the arteries in a tavr procedure, a left iliac artery disruption/avulsion occurred as the 28fr dilator was removed. While dilating the left iliac artery, tightened purse string sutures placed at the access site did not allow easy insertion of the 28fr dilator. During removal of the dilator, a portion of the lfa was avulsed, due to calcification of the artery. The common femoral artery was also completely disrupted and the superficial femoral and deep femoral arteries were separated from one another and lying loosely in the groin incision. The dilator was gently re-advanced and hemostasis was immediately achieved with pressure. A coda balloon was placed just above the aortic bifurcation and inflated. A 10mm conduit graft was then sewn to the left common iliac bifurcation and the tavr procedure was continued. A 26mm sapien valve was successfully deployed, resulting in trace paravalvular leak (pvl). Following the valve deployment, the delivery devices were removed and the artery disruption/avulsion was surgically repaired. Following the procedure, the patient was transferred to ICU in stable condition. Postoperative day (pod) 1, the patient was awake and alert and on pod2 he was transferred from ICU. On pod8 he was discharged in stable condition to a skilled nursing facility. The patient¿s minimum luminal diameter (mld) was 9mm. Vessel calcification and tortuosity was reported to be mild. Moderate to severe disease of the iliac system and femoral arteries was noted, with a fair amount of plaque noted in the walls of the arteries. Additional information from implant patient registry indicated per an online obituary search, the patient expired 3 months post tavr. The patient was readmitted to the hospital 3 months post tavr and treated for sepsis due to non-healing leg ulcers. The patient¿s prognosis was discussed with his family. Due to the patient¿s declining condition, he was placed in hospice and comfort care was initiated.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24fr rf3 sheath is >8mm. The patient¿s access vessel mld was 9mm, with mild calcification and mild tortuosity noted. In this case, procedural factors (suturing technique) appear to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the insertion of the 28fr retroflex dilator, the patient¿s external iliac artery ruptured. Tightened purse string sutures placed at the access site did not allow insertion of the 28fr dilator. The rupture was quickly controlled by the retroflex 3 sheath and a coda aortic balloon. The artery was repaired by the vascular surgeon. A 10mm graft was sewn into the artery to allow the insertion of the 24fr sheath. The tavr procedure was successfully completed. The patient¿s minimum luminal diameter (mld) was 9mm, vessel calcification and tortuosity was mild.